Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room to replace a generator that had tripped the elective replacement indicator. During the procedure it was noted that the right ventricular lead had rising capture thresholds. The sensing and impedance trends were stable, and there was no noise on the lead. A new pacing and sensing lead was implanted in the right ventricle. There were no interventions reported for the defibrillation lead.